Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: the hook is off-centered resulting in a melted shaft on the device.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv)and engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. Visual inspection of the instrument noted that the hook was bent. During a functional evaluation, the instrument was tested for electrical continuity and proper suction and irrigation function with acceptable results. The instrument also passed two air leak tests. Replication of the damage may occur if the instrument is used improperly. Possible end user used the tip of the l-hook to push in a heavy/hard an object in turn bending it. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.